Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to intermittent insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the intermittent igbt could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.